Manufacturer narrative:
The customer reported complaint for the platform stopped compressions due to the user advisory (ua) 22 (the calculated compression depth (target) is out of range) was not confirmed during functional testing and archive review. The autopulse underwent initial functional testing and passed with no issue or faults observed. Review of the platform archive revealed user advisory (ua) 27 (encoder fault) error messages on the reported event date, (B)(6) 2018. There was no user advisory (ua) 22 (the calculated compression depth (target) is out of range) errors, as reported by a customer. User advisory (ua) 27 is an indication that the driveshaft is rotating too fast. To remedy the error, the power distribution board (pdb) was replaced. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, broken wire strand, cracked front cover was noted, and encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The top and front covers were replaced, and the sticky clutch plate was deburred to address the issue. The platform was functionally tested and passed all final testing criteria. The autopulse platform is a reusable device and was manufactured in 2007. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. The device has exceeded its expected service life of 5 years. The returned platform has not been scheduled for the preventive maintenance to be performed for the last 4 years. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with a serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the crew arrived at 04:23 am on the scene in response to a patient in cardiac arrest. The patient had a history of alcoholism, stomach ulcers, and arthritis. Prior to the crew arrived, the patient was assessed pulseless and manual CPR was performed by health & safety officer for approximately 10 minutes. The autopulse platform (sn (B)(4)) was deployed, however, per reporter, lifeband has broken. The crew immediately performed a manual CPR. The crew replaced lifeband and put the patient back on the autopulse platform. Platform start compressions for an unknown period of time and failed with user advisory (ua) 22, the crew resumed manual CPR. The autopulse platform battery and lifeband were checked and the platform continues to performed compressions, however, failed with (ua) 22 again. Manual CPR continued for approximately 20 minutes. Rosc was not achieved, the patient was in asystole. The crew terminated their efforts via attending physician order at 04:57 am. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
As reported, the crew arrived at 04:23 am on the scene in response to a patient in cardiac arrest. The patient had a history of alcoholism, stomach ulcers, and arthritis. Prior to the crew arrived, the patient was assessed pulseless and manual CPR was performed by health & safety officer for approximately 10 minutes. The autopulse platform (sn (B)(4)) was deployed, however, per reporter, right side of the lifeband's guard belt was broken. The crew immediately performed a manual CPR. The crew replaced lifeband and put the patient back on the autopulse platform. Platform start compressions for an unknown period of time and failed with user advisory (ua) 22 (the calculated compression depth (target) is out of range), the crew resumed manual CPR. The autopulse platform battery and lifeband were checked and the platform continues to performed compressions, however, failed with (ua) 22 again. Manual CPR continued for approximately 20 minutes. Rosc was not achieved, the patient was in asystole. The crew terminated their efforts via attending physician order at 04:57 am. Per officer in charge, the patient's death was not related to the delay caused by the device issue.